Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. However, hemorrhage and neurological symptoms are known risks associated with endovascular procedure and are noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
The patient with a baseline of a modified rankin scale (mrs) of 3 underwent successful stent assisted balloon angioplasty of the 87 % stenosed left middle cerebral artery (l mca). It was reported that post procedure the patient experienced a stroke in the basal ganglia (treated area). The patient stroke was assessed as a mrs of 4 with a national institute of health stroke scale (nihss) of 12. It was reported that medical therapy and rehabilitation have been provided and it is still ongoing. At discharge the patient had residual aphasia and right sided weakness. Upon discharge the patient was reported to have a mrs of 4 with a nihss of 9. The study facility indicated that the relationship of the procedure to the stroke was not related; however, to the device was unknown.

Manufacturer narrative:
Outcomes attributed to ae - updated based on additional information. Executive summary - updated based on additional information. Patient code - updated based on additional information. This is 1 of 3 reports filed for stent (1) assisted angioplasty (2) for the subject reported event.

Event description:
The patient with a baseline of a modified rankin scale (mrs) of 3 underwent successful stent assisted balloon angioplasty of the 87 % stenosed left middle cerebral artery (l mca). It was reported that post procedure the patient experienced a stroke in the basal ganglia (treated area). The patient stroke was assessed as a mrs of 4 with a national institute of health stroke scale (nihss) of 12. It was reported that medical therapy and rehabilitation have been provided and it is still ongoing. At discharge the patient had residual aphasia and right sided weakness. Upon discharge the patient was reported to have a mrs of 4with a nihss of 9. The study facility indicated that the relationship of the procedure to the stroke was not related; however, to the device was unknown.

Manufacturer narrative:
The subject device remains implanted.

Event description:
The patient with a baseline of a modified rankin scale (mrs) of 3 underwent stent assisted balloon angioplasty of the 87 % stenosed left middle cerebral artery (l mca). It was reported that during procedure, the patient experienced a stroke. There was no action taken in response to the event. The study facility indicated that the relationship of the procedure to the stroke was not related; however, to the device was unknown. No further information is available.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. However, stroke and neurological symptoms are known risks associated with endovascular procedure and are noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
The patient with a baseline of a modified rankin scale (mrs) of 3 underwent successful stent assisted balloon angioplasty of the 87 % stenosed left middle cerebral artery (l mca). It was reported that post procedure the patient experienced a stroke in the basal ganglia (treated area). The patient stroke was assessed as a mrs of 4 with a national institute of health stroke scale (nihss) of 12. It was reported that medical therapy and rehabilitation have been provided and it is still ongoing. At discharge the patient had residual aphasia and right sided weakness. Upon discharge the patient was reported to have a mrs of 4with a nihss of 9. The study facility indicated that the relationship of the procedure to the stroke was not related; however, to the device was unknown.